Event description:
Following a series of MRI lumbar/cervical spine scans of an adult female pt, 4 skin blisters were observed on the pt's chest where the ECG electrodes were positioned. In addition, a line approximately 24 inches long was observed under where the ECG cable was positioned. This line was approximately 1 cm wide, and considered a second degree burn area. The total scan, time was greater than 45 minutes. The pt was anesthetized during the scans, hence she did not report any heating sensation. The pt's burn were treated in the recovery area (dry dressing and skin debridement), and a plastic surgeon consultation was requested. At this time, only skin ointment has been used for treatment of the burns. An ECG cable loop was described as being in place across the abdomen, and evidence of this was observed where the line/burn area was described by the operator. Pediatric (i.e. Small surface area) ECG electrodes were used on at least 1 of the electrode sites, and also have contributed to the burns. The pt's size may have had her contacting the MRI bore wall, which increase the risk of burns. Each of these conditions are contraindicated in the device's product labeling.